Event description:
It was reported that the patient was having multiple low voltage advisories. There was one low voltage on (B)(6) 2025. The site wanted to know if they should be exchanging the system controller as there was some outer coating damage that had been taped to their black power cord connecting to their system controller. Log files were sent for review, and the log file confirmed intermittent odd strings of low voltage advisories. The site changed out the patient's system controller and battery clips to see if the alarms would resolve. Exchange of the system controller and battery clips resolved the low voltage advisories.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot yet be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of an atypical low voltage advisory alarm, and the controller having a damaged cable jacket, were both confirmed. The log file captured several atypical low voltage advisory alarms on the reported event date of 04may2025. The alarms appeared to have been caused by the voltage within either cable briefly fluctuating below the alarm threshold, and the alarms resolved after the patient switched power sources. No other notable events were observed, and the pump operated as intended throughout the data. The returned system controller (serial number (B)(6) was observed to have a taped area near its white controller-side bend relief upon arrival, and the cable¿s outer jacket was observed to be slightly damaged under the tape. The controller was functionally tested and operated a mock loop, and atypical events were unable to be reproduced throughout all testing, even when the cables were manipulated. The observed damage to the cable¿s outer jacket did not affect the functionality of the controller throughout testing. Available information for this event indicates that the alarms resolved after the patient¿s controller and battery clips had been exchanged. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 2 ¿how your heart pump works¿) and the heartmate ii instructions for use (section 2 ¿system operations¿) instructs users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate ii instructions for use (section 7 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate ii patient handbook (section 10 ¿safety checklists¿) and the heartmate ii instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. It was noted during investigation that fluid ingress was also observed throughout both cables¿ jackets. The system controller¿s housing was opened to check for signs of fluid ingress, and no fluid was observed within the housing. No further information was provided. The manufacturer is closing the file on this event.